Event description:
It was reported that the user forgot to reconnect to the ilet after a shower and later ate without the pump running. When they called, they were advised that since more than 30 minutes had elapsed after eating, they should not make a meal announcement and should allow the ilet to manage glucose from that point. Symptoms included hyperglycemia peaking at 197 mg/dl. Outcomes included no medical intervention, no hospitalization, and routine troubleshooting and education. Investigation included review of user-reported use, confirmation of no alerts or alarms, and education on proper use and exercise practices including reconnecting the infusion set after showering. Investigation of this case revealed normal device behavior with no malfunction and no component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was user operational error related to device not being worn during a meal.